Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that the medication vanishing from es but not the station, station shows meds present, but es does not. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.